Manufacturer narrative:
Information contained in this report was previously submitted through asr on 07/22/2017. A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device evaluation: visual analysis of the returned device identified: two openings, wear abrasion, total delamination of valve and fold creases. A leak test was performed which identified openings. A microscopic analysis was performed which identify: one crack opening, one opening striated and total delamination of valve. Based on the device analysis the final assessment is: one opening crack assessed as cracked valve seat diaphragm valve. One opening crease smooth assessed as fold flaw opening. Total delamination of valve due to adhesive failure. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side deflation. Device was implanted after expiration date of device. Device has been explanted.

Event description:
Clarification to previous implant date information. The device was implanted prior to expiration date.